Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted in a secondary procedure owing to the wrong lens being implanted. In addition, it was stated that the incision was required to be enlarged to remove the lens. The iol was replaced with a za9003 lens. It was stated that a suture was used. There were no patient complications. No further information has been provided.

Manufacturer narrative:
Age/date of birth: (B)(6). Device available of evaluation: yes. Returned to manufacturer on: 03/11/2014. The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was cut in two (2) parts. A few stains and loose particles were observed on the lens optic body compatible with handling of the lens. The condition observed in the lens received was consistent with a lens that had been removed from the patient's eye during the surgical procedure and has been indicated as operational. The lens diopter result obtained from the stored data for diopter verification, showed that the serial number corresponded to 20.5 diopter. Iol was cut due to explant process. The investigation results did not suggest that the complaint lens reported was affected by the manufacturing process. A review of the manufacturing records was performed. All process operations were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found; the production order was manufactured according to specifications. The complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted. Placeholder.